Manufacturer narrative:
G4: 13jan2020. B4: 13jan2020. The customer confirmed that replacing the touchscreen resolved the problem. The ventilator successfully passed testing after the repair was completed. The customer reported that the defective touchscreen has been discarded. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/20/2019.

Event description:
The customer reported a faulty touchscreen. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 03dec2019. The customer did not respond to multiple attempts to confirm the touchscreen replacement. No repair information could be obtained. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.